Event description:
After trying using the device for the first time, it showed an error in the reading, I tried many times without success, I contacted the manufacturer via phone and email without success, they have not offered any solution for the device malfunctioning, it does not read any strip. Via email and phone call they request me to wait 24 hrs, after the time has passed, they do not call back or email with any new information, I have needed to call them back where they just request for me to wait 24 hrs more. The android device just does not work.